Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was identified as being defective. No conclusion can be drawn as further repair information is unavailable at this time.